Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The patient presented after receiving multiple shocks. Interrogation revealed oversensing and high lead impedance. The lead was revised and the patient is in stable condition.